Manufacturer narrative:
An event of device migration, paravalvular leak (pvl), and valve underexpansion was reported. The event was further reviewed by an abbott technical director of medical affairs. Information from the field indicated that the valve looked constrained in 80% deployment at the ascending aorta, the initial implant depth was reportedly 4mm from the non-coronary cusp (approximately 10mm per the cine review), there was severe calcium, there were no deployment or retraction issues noted, and the valve appears to be correctly sized based on the provided dimensions. It was also noted that the valve shifted after the post-dilatation bav was performed, which resulted in moderate pvl. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported event appears to be related to procedural conditions (combination of calcium affecting valve expansion, implant depth, and post-dilatation bav).

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor was chosen for implantation utilizing a large flexnav delivery system. The patient presented with severely calcified leaflets per the pre-procedure 3mensio analysis. Aorta was approximately 45 degrees. Native valve measurments were as follows: annulus= 24.2mm- average perimeter = 76mm, ascending aorta= 32.8mm, left ventricular outflow tract = 25.6mm. No valve re-sheaths were performed. Valve looked constrained in 80% deployment at the ascending aorta. Initial deployment was at an excellent depth at non-coronary cusp (ncc): 5mm but some constrainment and crowded stents in the ascending aorta was present. There was no anatomy that contributed to under-expansion. Due to this, a post dilation with balloon valvuloplasty (bav) was performed. After a bav the valve shifted deeper on the non-coronary cusp (ncc) to 9mm. This resulted in moderate aortic regurgitation (ar) and a moderate perivalvular leak (pvl). Aortic regurgitation index ratio of 9. No attempt to snare or reposition the device was performed. It was decided to place an additional 27mm navitor within the implanted navitor. This produced a good final result with no gradient and no pvl.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.